Event description:
It was reported that a pt with an interstim ii device went through a security gate with his ipg turned on at store. After the security gate exposure, the pt has had a loss of therapeutic effect. Further info is being requested from the hcp.